Manufacturer narrative:
Device passed the rewind, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery. No motor position encoder error alarm found at the history file. Unable to perform the unexpected restart error test, occlusion test, delivery accuracy test and excessive no delivery test due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside to the device and passed. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a drove or motor anomaly. The blood glucose level of the customer was unknown. The insulin pump will be returned for the analysis.